Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with a control syringe. The customer states that during a breast biopsy/aspiration, the control rings broke off. The syringe "flew forward", causing a needlestick injury to the physician performing the procedure. The physician received unknown treatment in the emergency room. The customer stated "we don't know whether the event was due to the product or the procedure itself".

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.